Manufacturer narrative:
Field service engineer (fse) was dispatched on (B)(4) 2009. The fse cleaned the sample probe and the sample probe wash station, adjusted the sample probe z-axis alignments, and found dried wash buffer build up in the wash wheel which was cleaned. Fse performed a high sensitivity system check and it passed within instrument specifications. No definitive root cause can be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc., (bci); regarding an erroneously elevated accutni (troponin) result in the risk stratification range generated on the unicel dxi 800 access immunoassay system for one pt. The customer reported the sample testing and it produced a result in the normal range. The initial, elevated accutni result was not reported outside the laboratory. There are no reports of any adverse opt consequence or change to the patients' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.